Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the instrument channel tube was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the foreign materials suck in the instrument channel could have been the cleaning brush. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: labeling: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.